Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. The customer stated buttons were not responding and the battery cap was lost. The customer stated that the act button not responsive all the time and the up arrow worn off. The customer also stated that the time was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (no creased) dome switch on act and up arrow button. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No blank display or unexpected charge/battery anomaly were noted. However corroded battery tube compartment noted. The test reservoir p-cap was able to lock in place.